Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) level due to the malfunction alarm. Additionally, the customer experienced elevated bg levels prior to the malfunction alarm that day (244 mg/dl). The customer delivered a manual injection to address bg level. A system check was unable to be performed at the time of the call with tandem technical support due to the malfunction alarm. It was indicated that the customer had manual injections as alternate insulin therapy available.